Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the joints of the a2101 mayfield ultra base unit are not moving freely. There was no known patient injury or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record found for lot 127 showed no abnormalities related to the reported failure. Upon evaluation of the returned unit, the shock cushion was worn from routine use. The 6-inch transitional teeth were worn and needed to be replaced. The adjustment wrench had worn threads.complaint confirmed via inspection of the unit. The 6-inch transitional was not going into the handle correctly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.